Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (onetouch ultra2). The reporter claimed obtaining blood glucose readings of "20.0 to 30.0 mmol/l" with the subject meter but was unable to provide the results obtained on the other device. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.